Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory during capacitor maintenances. During further analysis, the battery was removed and reattached to device; capacitor maintenances were performed and no anomalies were found. The cause of the extended charge time was not determined as the extended charge time was lost during analysis.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient notifier was delivered indicating that the charge time limit had been reached. The device was explanted and replaced. The patient was in stable condition.